Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: testing confirmed that there was an intermittent response to button presses on the keypad buttons. The keypad cover was peeling from below the 'ok' button, exposing the button contact. Contamination was present underneath the contacts of all buttons. Unrelated to the keypad issue, the text on the display screen was dim/faded and discolored. Additionally, the battery compartment was cracked below the finger pad extending down to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the keypad was missing/peeling/torn and the contrast button was unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.